Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right ventricular (rv) defibrillation lead, triggered an alert due to multiple spikes of high out-of-range shock impedance measurements greater than 200 ohms. This crt-d and rv lead remain in service. No adverse patient effects were reported. Additional information received reported that the cause of the observed high out-of-range shock impedance measurements was not determined. However potential factors were discussed, including tissue ingrowth or calcification. Following successful defibrillation threshold (dft) testing, lead impedance measurements were normal. This cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right ventricular (rv) defibrillation lead, triggered an alert due to multiple spikes of high out-of-range shock impedance measurements greater than 200 ohms. This crt-d and rv lead remain in service. No adverse patient effects were reported.